Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient reportedly noticed a return of symptoms the week prior to the report. The reporter indicated that the patient had been ¿peeing in intervals, not in one full stream¿. It was noted that the patient needed to ¿push on her abdomen¿ in order to empty her bladder. The reporter stated that ¿it seemed to have been going back to what it was before the implant¿. The patient tried to increase stimulation up to 8.5v, as far as it would go on one program, and it did not relieve the patient of her symptoms. Another program did not relieve the patient of her symptoms either. The reporter noted that the patient had not seen her healthcare provider (hcp) since she was implanted. It was indicated that the patient had a nuclear radiation chemical stress test as well as an xray of the heart done on (B)(6) 2013. It was later reported that the patient was scheduled for an appointment with her hcp on (B)(6) 2013. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v880220, implanted: (B)(6) 2012, product type lead; product ID 3093-28, lot# v880220, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information was received which reported that the patient fell and broke the ¿main¿ lead to her implantable neurostimulator (ins). However, the patient¿s healthcare provider reprogrammed the ins at her (B)(6) appointment previously noted. The patient's concerns were subsequently resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient fell the year prior to the report and ¿broke some leads.¿ it was noted that the patient went in for reprogramming and since then it was not working ¿as well as it should.¿